Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 6, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on the escalation analysis, variability was observed, but the recovery period was slow. An option was given to the user to either wait while the system is stabilizing or to replace the sensor. The user opted to replace the sensor.the sensor was returned for further investigation, and upon receipt,a visual inspection showed a portion of hydrogel was observed to be damaged or missing from the back of the sensor.this missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint,and is not expected to impact functionality testing.a review of in vivo sensor data showed instable signal, reference channels from around (B)(6) onwards.the instability is potentially due to poor recovery from impacts to the insertion site affecting the in vivo state of the hydrogel, such as the hydrogel interface being interfered with coagulated blood. Case notes do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies.the RMA was authorized to offer the user a sensor replacement. B4.date of this report 05 march 2025 g3.date received by the manufacturer? 05 march 2025 d9 device available for evaluation? Yes on 13 january 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.